Event description:
It was reported that the patient was due an urgent implantable neurostimulator (ins) replacement on (B)(6). The nurse requested ins longevity for setting in use - bipolar and requested alternative configuration to match this in monopolar program. Technical services reviewed that based on the provided settings, an estimated longevity was 3 years until elective replacement indicator (eri) and 3 years and 2 months until end of service (eos). The replacement on (B)(6) was 5 months sooner than when the battery was supposed to reach eri and 7 months before eos.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.